Event description:
A report was received from (B)(6) stating that the device "does not transmit power properly". It is known that this event did not occur during surgery. It is unk if there was pt/user injury or medical intervention. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).